Event description:
Customer stated that the eq orbit brilliant white optimum soft 2 pk is broken on the handle. Update: (B)(6) 2018 the toothbrush broke about a half an inch from the where the last row of bristles are.